Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Pt wt: (B)(6). 510k#: k021819.

Event description:
On (B)(6) 2011, the lay user/reporter, the patient's wife, in (B)(6) contacted lifescan to report the one touch ultrasmart meter was giving inaccurate readings. On (B)(6) 2011 the technical service representative (tsr) spoke with the patient to obtain and verify information. The patient noted that some of the information reported to customer service by his wife was incorrect. On (B)(6) 2011 at 9:30 am the patient experienced the symptoms of sweating, impaired speech and fainting. The patient's blood glucose level was not tested while he was symptomatic. The patient's coworkers treated him with candy and contacted emergency services. At 1:00 pm the patient obtained the blood glucose reading of 7.5 mmol/l on the reported meter. Paramedics arrived and treated the patient intravenously with glucose. After the treatment, the paramedics tested the patient's blood glucose level as 9.2 mmol/l. The patient felt better after the glucose treatment, and he was not transported to the emergency room. Earlier on the day of this event, the patient had obtained the blood glucose reading of 8.9 mmol/l, taken novorapid insulin on his sliding scale, and eaten his usual breakfast. The patient's usual blood glucose reading is 6.0 mmol/l. The patient manages his diabetes with novorapid insulin taken on a sliding scale and lantus insulin in the evening. Troubleshooting revealed the patient's test strips were in good condition and within opened expiration dating and his testing technique was correct. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received emergency medical attention and treatment. Therefore this complaint is being reported.